Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that smoke appeared at the power cord of the medical cart.

Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known. Alleged failure: smoke came from power cord. Probable root cause: isolation transformer malfunctions, power strip malfunctions, circuit overload, current inrush, use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that smoke appeared at the power cord of the medical cart.